Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol) one haptic was torn off by the inserter. Additional information was received and it was learned that the trailing haptic tore off after the lens was fully inserted into the right eye of a (B)(6) male patient. The surgeon believed that the cartridge may have caught the haptic and tore it off as it was coming out. The incision was enlarged to remove the lens, but no vitrectomy was performed, no sutures were used and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/30/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site cut in two pieces. Visual inspection revealed residue of what appeared to be ophthalmic viscoelastics (ovd) on the lens pieces. Most of one of the two haptics was missing. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.